Manufacturer narrative:
The description of the event or problem should have been additional information indicates that surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was placed deeper in the pocket and turned to address the issue rather than additional information indicates that surgical intervention was undertaken on (B)(6) 2023 wherein the ipg site pocket was revised to address the issue.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was placed deeper in the pocket and turned to address the issue.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2023 wherein the ipg site pocket was revised to address the issue.

Manufacturer narrative:
Date of event is estimated. Information requested, but not yet received.

Event description:
It was reported that the patient experienced pain at the ipg site. As a result, surgical intervention may be pending to address the issue.